Manufacturer narrative:
(B)(4). Batch # p91z0y. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a splenectomy procedure, the white jaw guard peeled off. The surgery started, quickly the packaging of the tissue pad was released. Another like device was used to complete the procedure. Surgery was prolonged. There were no adverse consequences for the patient reported.